Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reported she was going to travel soon, went to use patient programmer (pp) to make sure it works but then she saw warning por screen when she put in new batteries. There none symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that their battery was depleted and was scheduled for battery replacement.